Event description:
It was reported that the user experienced rising blood glucose while using the ilet, confirmed by fingerstick at 471 mg/dl, with ketones reported as normal; after syncing reports and performing a full supply change, subsequent fingersticks showed a decrease from 392 to 266 mg/dl and down to 160 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.